Event description:
It was reported that during the implant, the pacemaker exhibited high out of range pacing impedance on the right ventricular (rv) channel. A new rv lead was used its place after several troubleshooting actions were performed. The device remains in use. No adverse patient effects were reported.